Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy. Additional information was received indicating that an extra 6f/7f mynxgrip device was received under this case. There is no information available on the second device. However, based on the device evaluation the received device was unable to be deployed. There was no reported patient injury. The user was trained on the use of the mynx device. The mynx device was intended to be used following a diagnostic peripheral procedure. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be greater than or equal to 5 mm in diameter. The sheath used in conjunction with the mynx was a non-cordis device. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site and there was no vessel tortuosity. The procedure used a retrograde approach. There was significant resistance shuttling down, however, the user was unable to shuttle down completely. There was no unusual force applied when retracting the sheath. There was no damage noted to the distal end of the sheath, however, the mynx plug was in pieces. Hemostasis was achieved with less than thirty minutes of manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. Sealant was protruding out from slit on outer shuttle cartridge, exposed to blood, and appeared to have ¿swelled¿. The advancer tube remained inside the shuttle cartridge in manufactured position. The procedural sheath was separated from the catheter. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle down procedure was simulated per mynxgrip instructions for use (IFU). The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1834702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed through analysis of the returned devices due to the condition in which they were received. However, the exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and the product investigations, it is not possible to determine what factors may have contributed to the issues experienced. However, since a portion of the sealant was returned stuck inside the shuttle tube of the first unit, the sealant was found swollen, protruding from the shuttle slit in the second unit, and the customer reported there was significant resistance during shutting step, it is possible that the sealants prematurely swelled, therefore causing an incomplete engagement of the tamp lock and preventing deployment of the sealants. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ if high tension is applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, saline/blood can be trapped inside the sheath which can cause the sealant to hydrate prematurely and increase the profile. This can cause resistance during the shuttle deployment step. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analyses suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01218 and 3004939290-2019-01409.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy. Additional information was received indicating that an extra 6f/7f mynxgrip device was received under this case. There is no information available on the second device. However, based on the device evaluation the received device was unable to be deployed. There was no reported patient injury. The user was trained on the use of the mynx device. The mynx device was intended to be used following a diagnostic peripheral procedure. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be greater than or equal to 5 mm in diameter. The sheath used in conjunction with the mynx was a non-cordis device. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site and there was no vessel tortuosity. The procedure used a retrograde approach. There was significant resistance shuttling down, however, the user was unable to shuttle down completely. There was no unusual force applied when retracting the sheath. There was no damage noted to the distal end of the sheath, however, the mynx plug was in pieces. Hemostasis was achieved with less than thirty minutes of manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered.